Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed one manufacturing exception potentially related to this complaint. Additionally, a review of the complaint history of the reported lot revealed one other complaint for sidearm leak. Based on the reported information and evaluation of the returned unit, the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the left tibial artery. The 3.0x40mm armada 14 balloon dilatation catheter was pressurized to the rated burst pressure then a leak was noted from the black strain relief tubing near the hub. Pressure was increased with the indeflator to maintain the pressure in the balloon. The balloon angioplasty was achieved with this balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.